Manufacturer narrative:
Product event summary: two waist packs from unknown lot numbers were returned for evaluation. No device malfunction were reported against the waist packs; therefore, the purpose of this investigation is solely to evaluate the pack conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the packs from performing as intended. Failure analysis of the first returned waist pack revealed that the seams around the controller pocket and the seams around one of the battery pockets strap loop were torn. Failure analysis of the second returned waist pack revealed that the seams around the controller pocket, the seams around one of the battery pockets, and one of the battery pockets strap loop were torn. The most likely root cause of the observed damage can be attributed, but not limited. To wear and/or the handling of the pack. CAPA (B)(4) was opened to investigate bag and pack damage. Additional product: brand name: heartware ventricular assist system ¿ waist pack, model #: 2050us / catalog #: 2050us / expiration date: unk / serial or lot#: unknown, UDI #: asku, device available for evaluation: yes, return date: 17-sep-2020, device evaluated by MFR: yes. Dev rtn to MFR? Yes. Mfg date: unk, labeled for single use: no. (B)(4). Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The two waist pack were returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.